Event description:
Same case as 2134265-2014-02067. It was reported that a guidewire fracture occurred. A 330cm rotawire and a 1.75mm rotalink burr were selected for use in a rotational atherectomy procedure. Vascular access was obtained via a radial artery. The target lesion was located in the left anterior descending artery. During the procedure, the system was connected and the burr was tested while outside the patient. The rotawire became fractured and damage to the tip of the burr was noted. The procedure was completed with another of the same of each device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age of time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).